Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Field service engineer (fse) completed dte tests without any issues but when setting up for test drive arm locked up and carriage would not move and it gave same message of objects in the way. Fse then replaced universal surgical manipulator (usm) 3 per procedure and completed the system verification without any issues. Usm arrived at failure analysis with reported problem of "arm 3 locked up three times," and was confirmed as having occurred in the field via logs. Usm was tested on an in-house system in normal mode where it logged a 32056-search light error. Usm was then tested on a test platform where it failed the sensors check test on the yaw. The yaw slsa will be replaced to fix the reported problem. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the usm exhibited errors, but the surgeon was able to continue with the procedure robotically. The usm was replaced by the fse after reproducing the reported issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the site reported that the arm clutched at the patient side cart (psc) three times during the previous procedure. The universal surgical manipulator (usm) 3 locked up and reported ¿arm clutched at patient cart¿. The reporter explained that there was nobody interfacing with the usm3 at the time of the message. The live logs did not reflect any usm3 related errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.